Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Reprogrammed sensor to perform linearity testing and all results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported receiving a higher reading with the use of the adc freestyle libre sensor when compared to a healthcare professional meter. A sensor scan result of 205 mg/dl was obtained and customer experienced dizziness and light-headedness. Customer had contact with an hcp and a reading of 71 mg/dl was obtained on the hcp device. Customer was given a nutritional bar and piece of candy by the hcp for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a higher reading with the use of the adc freestyle libre sensor when compared to a healthcare professional meter. A sensor scan result of 205 mg/dl was obtained and customer experienced dizziness and light-headedness. Customer had contact with an hcp and a reading of 71 mg/dl was obtained on the hcp device. Customer was given a nutritional bar and piece of candy by the hcp for treatment. There was no report of death or permanent injury associated with this event.